Event description:
It was reported by service report that the head end jack would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release rod, rue ring cotter pin.